Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the patient received cardiopulmonary resuscitation (CPR) due to pulseless electrical activity (pea), the right ventricular (rv) lead exhibited high threshold measurements with loss of capture. The rv lead was found to be dislodged. It was noted that the patient is on dialysis and has hypotension. A revision procedure was performed seven days later where the rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.